Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 24-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge. Concurrent conditions included painful urination, flank pain, blood in urine, frequency urinary, burning sensation, bladder infection, dysmenorrhea, menorrhagia, fatigue, amenorrhea, anxiety, asthma, kidney stones, migraine, vulval itching, vulval burning sensation and herpes simplex virus test positive. Concomitant products included ciprofloxacin betain (cipro). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), rash ("skin rash"), depression ("depression"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), alopecia ("hair loss") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant.). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, abdominal distension, rash, weight increased, depression, dyspareunia, abdominal pain, dysmenorrhoea, menorrhagia, urinary tract infection, vaginal infection, alopecia and visual impairment outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, rash, urinary tract infection, vaginal infection, visual impairment and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: depression". Most recent follow-up information incorporated above includes: on 22-nov-2019: new pfs received- new events added: adnominal pain, menorrhagia, uti, vaginal infection, vision problems, dysmenorrhea, hair loss were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), rash ("skin rash"), weight increased ("weight gain"), depression ("depression") and dyspareunia ("painful intercourse"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain, abdominal distension, rash, weight increased, depression and dyspareunia outcome was unknown. The reporter considered abdominal distension, depression, dyspareunia, pelvic pain, rash and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.